Manufacturer narrative:
Pc-(B)(4). Date sent: 07/22/2019. The DHR for lot 17193 was reviewed. No ncs, reworks, or defects related to the product complaint were found. Additional information was requested, and the following was obtained: what was the date of implant? (B)(6) 2018. What is the lot number for the lxmc14 device that was explanted? 17193. Was ph testing performed prior to explant to confirm recurrent reflux? No. After implant, was the device initially effective in controlling reflux? Yes . When did the recurrent reflux begin? Approximately (B)(6) 2019.

Manufacturer narrative:
(B)(4). Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The DHR for lot 17193 was reviewed. No ncs, reworks, or defects related to the product complaint were found.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of implant? What is the lot number for the lxmc14 device that was explanted? Was ph testing performed prior to explant to confirm recurrent reflux? After implant, was the device initially effective in controlling reflux? When did the recurrent reflux begin?

Event description:
It was reported that: ¿a linx device lxmc14 was removed due to reherniation and resumed reflux symptoms and nausea.¿